Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pace impedance measurements were noted when it comes to this right atrial (ra) lead. A lead fracture was alleged. The lead was surgically abandoned. No adverse patient effects were reported.